Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed incoming ECG fall-off testing. Upon evaluation, the ECG cable was pulled from the distribution node (dn) strain relief, damaging the j703 connector on the dn pca board. The cause of the non-functional ECG electrodes is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.